Event description:
It was reported that prior to an abdominal aortic aneurysm repair procedure, pre-close placement of the sutures was attempted of a 6-french sized moderately calcified, moderately tortuous, and moderately scarred common femoral artery using perclose proglide devices. The first proglide device was deployed successfully. Reportedly, an attempt was made to deploy a second proglide device in opposite orientation, but when the needle plunger was removed, the suture pulled completely out of the vessel. The device was removed over a guide wire and a third proglide device was deployed. The sutures were set to the side, the access site was upsized to accommodate an 18-french procedural sheath, and after conclusion of the abdominal aortic aneurysm repair procedure; hemostasis was achieved with the sutures. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.